Event description:
It was reported that the device had a damaged battery compartment latch. The results of the investigation found that the device had a delaminated downstream occlusion seal and bumped upstream occlusion seal.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and a bumped upstream occlusion (uso) seal. The dso and uso seals were replaced to fix the issue.